Manufacturer narrative:
The investigation is in progress. A supplemental report will be submitted when additional information is provided.

Event description:
As reported by patient registry, approximately 3 years and 1 month post transfemoral tavr procedure with a 23mm sapien 3 valve in the aortic position, the valve was explanted for unknown reasons.

Manufacturer narrative:
A supplemental MDR is being submitted for review of medical records. Sections h6 clinical code, device code and h10 of this report has been updated. Per clinical review of the medical records, the valve was explanted approximately 3 years and one month post tavr procedure due to late endocarditis caused by urosepsis. Late endocarditis occurs due to the implant being seeded from an infection or microbial contamination from elsewhere in the body and is not in any way related to the sterilization or packaging process of the device. Based on these results, this complaint is no longer considered to be a reportable event and a corrected report is being submitted.